Event description:
Loss of osseointegration, patient is smoker, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, peri-implantitis, fistula.